Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, fold creases, a curved opening on radius, and wear abrasion. A microscopic analysis was performed which identified: a crease sharp opening on radius. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening.

Event description:
Device evaluation complete.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange due to concern with textured product.

Event description:
Healthcare professional reported right side exchange due to concern with product and a rupture upon explant. Device was explanted and replaced.